Event description:
It was reported that an alert/notification settings issue occurred. Performance data was reviewed. An alert issue was not found within the investigation window. The allegation was undetermined. However, signal loss over 1 hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information h2 type of follow up: additional information h3: device evaluated by mfg - additional information h6: additional information.

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).